Event description:
Agent contacted technical solutions to report a pump with a fav closure. The patient reportedly experienced an increase in pain and volume discrepancies at their refill appointments. Expected/actual volumes were not provided. The physician performed a myelogram with a standard catheter access kit that identified normal flow without any kinks or noticeable defects. The physician noticed that the fav valve was shut on x-ray imaging and proceeded to use a refill kit to perform a fav reset. The fav reset was successful and a bolus was administered without any problems. The patient's pump was then programmed from constant flow back to periodic flow with their original settings. Approximately a year and a half later, a report of pump replacement was received via patient device tracking. Reason for revision was provided as , "not delivering medication/accurate." System was discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and was not returned for additional evaluation and investigation. As additional physical investigation was not performed on the device, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).